Manufacturer narrative:
(B)(4). Approximate age of device - 3 years. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented with fatigue and dizziness. Lab work revealed hemoglobin of 5.8. The lvad was reported as functioning as intended. The patient underwent an evaluation to determine the source of bleeding as a potential gi bleed was suspected. The patient underwent an endoscopy and was transfused with an unreported amount of packed red blood cells. A source of bleeding was confirmed, but the actual location was not reported. Inr goal was lowered to 1.5-2.2. The patient was discharged home. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.